Event description:
Nurse completed an injection. Clicked the safety shield to cover the needle. Heard click to shield but the safety shield was not fully engaged. Nurse stuck opposite hand prior to disposal.